Event description:
It was reported that the right atrial (ra) channel saw far-field oversensing since implant. This was noted during a right ventricular (rv) lead revision procedure due to r-wave amplitude decreasing from 12 millivolts at implant to a 1.7 to 2.8 millivolt range. After the rv lead revision, the r-waves returned to 12 millivolts. The device and lead remain in service. No additional adverse patient effects were reported.